Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant the right atrial (ra) lead threshold measurement was high at 1.5 volts and there was high impedance measurements of 1094 ohms. An x-ray was taken which showed no slack in the lead. A revision procedure was performed where the ra lead was successfully repositioned. Following the revision procedure the ra lead threshold measurement was stable at 0.9 volts and the impedance was at 511 ohms. The lead remains in service and no additional adverse patient effects were reported.